Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for movement disorders reported that, after an ins change on the day of this report, a manufacturer representative (rep) thought there was an impedance in the wire which prevented them from doing the final tuning. The patient had no falls or trauma, and the rep allegedly didn¿t know why there ¿was an impedance.¿ the rep advised the patient to follow-up with another rep and their healthcare provider (hcp) to check out what was happening. No medical symptoms were reported. No further complications were reported.